Event description:
It was reported that the patient presented for a follow up and the lead exhibited loss of sensing and capture. A chest x-ray revealed that the lead dislodged. The cardioverter-defibrillator was programmed to ventricular only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.